Event description:
The patient was implanted with a left ventricular device (lvad). The vad coordinator stated that the black connection on both of the patient's system controllers (primary and back up) and the power base unit cable had bent or broken pins and that the lvad pump had stopped for about 30 seconds. The vad coordinator disconnected and swapped out the system controller and reconnected the pump, which was running with no red alarms. The vad coordinator reported that the nurse had twisted them too hard and broke the pins. The back up system controller and power base unit cable were swapped out also with no further problems being reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. According to the vad coordinator, the power cables were over tightened resulting in the connector pins being damaged on the black power cable. This event appears to be the result of user error. No further information is available. The manufacturer is closing its file on this event.